Event description:
It was reported that the device was explanted and replaced due to malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a no output and no telemetry condition. Further analysis found no output from the crystal. Loose material within the sealed chamber protecting the crystal tines was observed. The no output and no telemetry conditions were confirmed to be the result of a defective crystal component. It was reported that the device was explanted and replaced due to malfunction. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure crystal device was out of specification in a manner that relates to event malfunction.